Manufacturer narrative:
Device manufacture date was unknown as no lot number was provided. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that the 5.5 tap demo instrument has bone stuck. Sterile processing tried to clean it out and the brush got stuck in the cannula. This event did not occur during surgery and no patient was present.